Event description:
The customer reported the system displayed an interlock failure error message. This error may cause the system to shutdown un-commanded. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.